Event description:
It was reported to philips that a battery (sn not provided) for the device was faulty. Additional information pertaining to the specific fault of the battery was not provided. There was no reported patient involvement.